Event description:
Customer reported before opening the package, the nurse observed the blade was disassembled, pieces detached, and clear part was broken in two. The device was not used. No patient harm reported.

Manufacturer narrative:
(B)(4). The sample was not returned; however, the customer provided a photo for evaluation. Based on the photo, the complaint was confirmed. The base of the light guide was broken. The device history record was reviewed and no issue that could have contributed to the reported failure was noted. The device was manufactured according to release specification. The manufacturer also reports that the device is inspected prior to release thus it is confirmed that it left the manufacturing facility fully functional. It seems as though the device sustained unexplained physical damage. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported before opening the package, the nurse observed the blade was disassembled, pieces detached, and clear part was broken in two. The device was not used. No patient harm reported.